Manufacturer narrative:
(B)(4).

Event description:
Endurance catheter was placed on (B)(6) 2020 with no incident. Catheter worked for 7 days when it was leaking around the catheter exit site. The catheter was removed to be changed out and it was discovered that there was a hole in the catheter just below the reinforcement on the catheter body. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Endurance catheter was placed on 7/31/20 with no incident. Catheter worked for 7 days when it was leaking around the catheter exit site. The catheter was removed to be changed out and it was discovered that there was a hole in the catheter just below the reinforcement on the catheter body. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.